Manufacturer narrative:
This report is being filed to provide additional information in a.5, b.5, b.7, d.1, h.6 and h.11. Investigation: the device was inspected by an onsite tbct technician on 12/16/2025. The centrifuge and centrifuge motor were replaced by center technician on 12/31/2025 with passing functional checkout results. Device has been returned to service with no reported issues since. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. A photograph was submitted in lieu of the product return to aid in the investigation. Upon review, the reported allegation was confirmed. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that the device alarmed (4403 potential rbc spillover detect and 4402 potential hemolysis detect) and the donation was ended. After letting the samples set for an hour, the hemolysis was identified in the test tube and collection line of the rika bottle. The plasma was an orange-red color in the bottle at the end of the donations and the tubing leading to the bottle was a dark red color. Anticoagulant and saline were connected to the collection setup and both solutions were correctly attached. Per customer "the donor was monitored for 15 minutes due to the cell loss (the rinseback could not be performed). The donor did not experience any adverse events from the potential hemolysis or cell loss." Unit (B)(4).

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
Customer reported that the device alarmed (4403 potential rbc spillover detect and 4402 potential hemolysis detect) and the donation was ended. After letting the samples set for an hour, the hemolysis was identified in the test tube and collection line of the rika bottle. The plasma was an orange-red color in the bottle at the end of the donations and the tubing leading to the bottle was a dark red color. Anticoagulant and saline were connected to the collection setup and both solutions were correctly attached. Per customer "the donor was monitored for 15 minutes due to the cell loss (the rinseback could not be performed). The donor did not experience any adverse events from the potential hemolysis or cell loss."

Manufacturer narrative:
This report is being filed to provide additional information in g1, h6 and h11. Investigation: the device was inspected by an onsite tbct technician on 12/16/2025. The centrifuge and centrifuge motor were replaced by center technician on 12/31/2025 with passing functional checkout results. Device has been returned to service with no reported issues since. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. A photograph was submitted in lieu of the product return to aid in the investigation. Upon review, the reported allegation was confirmed. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the device alarmed as intended for hemolysis and there was no concern for hemolysis return to donor. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that the device alarmed (4403 potential rbc spillover detect and 4402 potential hemolysis detect) and the donation was ended. After letting the samples set for an hour, the hemolysis was identified in the test tube and collection line of the rika bottle. The plasma was an orange-red color in the bottle at the end of the donations and the tubing leading to the bottle was a dark red color. Anticoagulant and saline were connected to the collection setup and both solutions were correctly attached. Per customer "the donor was monitored for 15 minutes due to the cell loss (the rinseback could not be performed). The donor did not experience any adverse events from the potential hemolysis or cell loss." Unit (B)(4).